Event description:
Refrigerator does not maintain appropriate temperature required for vaccines. Comvax hep a, hep b, prevnar and ppd had to be isolated and destroyed due to the potential for decreased efficency and/or stability of the storage temperature not maintained in the refrigerator. The top hinge on refrigerator disengaged, not allowing door to close and lower hinge disengaged as well..